Manufacturer narrative:
The field service engineer inspected the patient sample and found white particles on it. The investigation determined that a sample quality issue (whit particles in the patient sample) had caused the event.

Manufacturer narrative:
The elecsys troponin t hs reagent lot number is 827232. The expiration date was not provided. The elecsys hcg+b reagent lot number is 86890601, with an expiration date of 30-sep-2026. The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b and elecsys troponin t hs results from a patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2025: troponin t hs. The initial result was 49.8 pg/ml. The result was deemed critical, prompting a rerun. The repeat result was 7.28 pg/ml. On (B)(6) 2025: hcg+b. The initial result was <0.200 miu/ml. The result was questioned as the patient's on (B)(6) 2025 result was 15636 miu/ml. The repeat result was 21472 miu/ml.